Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. There was an open seal in the primary packaging. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion code: representative sample was returned for evaluation. Visual inspection was performed. The open seal was created from the inside to outside of the package and the effect that can generate the defect is overheating. The investigation concluded that overheating did not happen during the manufacturing process.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. Visual inspection was performed and one of the samples was found open in the primary seal. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.